Event description:
It was reported that stent damage occurred resulting in a cancelled procedure. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery (lad). A 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. Upon removal of the device, it was noticed that the stent strut was lifted. The procedure was cancelled due to the same device was unavailable. No patient complications were reported.

Event description:
It was reported that stent damage occurred resulting in a cancelled procedure. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery (lad). A 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. Upon removal of the device, it was noticed that the stent strut was lifted. The procedure was cancelled due to the same device was unavailable. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 38mm stent delivery system, catheter was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual and tactile examination identified the stent had damage at the distal section. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. The bumper tip showed no signs of distal tip damage. Microscopic examination of the crimped stent found evidence of stent damage with struts lifted at the distal section. There were no signs of stent movement, the stent was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.